Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke outside the patient while pulling the device through the ligament with gentle tension on the capio handle. Reportedly, the suture was deployed only once before it broke. The physician completed the procedure with the original uphold device by improvising and stitching; he removed the broken suture and manually attached another suture to the mesh to pull it the rest of the way through the ligament. There were no serious injury or no adverse patients effects resulted from the procedure.